Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The device is not available.

Event description:
Autofix headless compression screw was being inserted over the guide wire and the front threads of the screw started to shred (about half the from thread length). Event was resolved by removing damaged screw and replacing with longer screw. Product will not be returned.